Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported a spectrum pump turned off by itself during an infusion of ringer's lactate in the surgery room. The pump was switched out and replaced with another, and there was no patient injury or medical intervention required.